Event description:
Needle failed to retract and extra care was not exercised causing a needle stick injury.

Manufacturer narrative:
The sample was received on 20 january 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).